Event description:
The incident involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip. The reporter stated that there was leakage on the flush device when the transducer was connected to the patient. The event was noted during infusion with normal saline solution. There was no other physical defect noted. The set was replaced, and therapy resumed. There was patient involvement with no patient harm in the event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Manufacturer narrative:
Correction in d4. Only the di is provided as lot/serial is unknown.